Event description:
It was reported that metal shavings were seen on the device during routine maintenance. There was no patient involvement and no allegation of adverse consequences associated with this event.

Manufacturer narrative:
The device was returned to the manufacturer for investigation. The investigation is ongoing. A follow up report will be filed when the investigation is complete.